Manufacturer narrative:
Concomitant medical products: 5086mri58, lead, implanted: (B)(6) 2011; w1dr01, ipg, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.